Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. The device was put through extensive testing without duplicating the report. The customer declined the recommended replacement of the analog board as a precaution. The device was returned to the customer. No trend is associated with reports of this type.